Event description:
Approximately nine months post hvad implantation, the site reported that the patient experienced a power source change in the controller earlier than expected. The patient did not hear the alarm beep when power source changed. Both batteries drained and a critical battery alarm sounded. Preliminary log file analysis indicates critical battery alarms & pump stops on the reported date. After replacing the controller and battery the problem was resolved. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The controller and battery were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the controller and batteries revealed no signs of physical damage or contamination. Review of the controller log revealed multiple critical battery alarms, loss-of-power events and/or evidence of abnormal power source switching on or around the event dates reported provided by the patient. The critical battery alarm with a 0% capacity found in the log files is indicative of a potential communication error between battery and controller, which may be caused by electromagnetic interference. An internal investigation (CAPA) has been opened to address the issue. The complaint of "low sound" on (B)(4) was not confirmed. The alarms sounded at the appropriate level during testing. Of note, functional testing revealed that (B)(4) contained a faulty cell pair. This battery was never connected to the controller during the events noted in the controller log files; therefore this is considered an incidental finding. The reported event (abnormal power source switching) could not be replicated during testing with any of the returned devices.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.